Event description:
A hemodialysis facility initially reported the following: pinholes in the bloodline. Noticed while the pt was receiving their treatment. One line had a pinhole near the venous medical port. The facility was contacted for additional info. It was learned that the event was detected during hemodialysis and it was confirmed there was a pinhole leak at the venous med port area on the venous bloodline. The treatment was discontinued and the venous line was replaced. The estimated of blood loss was 20 ml along with approximately 150 ml of blood contained in the venous bloodline. Once the line was replaced, the treatment was resumed. The pt was administered a dose of antibiotics as a precautionary measure. The pt was discharged to home without further incident. The sample is not available for an eval.

Manufacturer narrative:
(B)(6).